Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned hurricane rx dilatation balloon was analyzed, and a visual evaluation noted that the balloon and the catheter of the device had no damages. The device was observed under magnification and it was noticed that the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. A functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. No other problems with the device were noted. The reported event was confirmed. Upon analysis, the device had a pin hole in the balloon (proximal section),and it is likely what the customer perceived as "balloon burst." The most probable cause of the event was caused traced to device design. The balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. In (B)(6) 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. The referenced device was manufactured prior to implementation of this solution. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was intended to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During preparation, the balloon burst while being inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.